Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device was retained by the user facility; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that two filter limbs were fractured. Reportedly, several attempts were made to retrieve the filter; however, all attempts failed. Subsequently, the pt was referred to another physician who successfully retrieved the filter; however, the physician reported that two limbs were fractured. It is unk if the previous retrieval attempts contributed or caused the limb fractures. No pt injury was reported.